Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus field service engineer visited the customer location was able to confirm the reported issue. The fse replaced the fuses, and the system powered on without issue. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Robot was used for case this am with dr. (B)(6) with no issues. Robot was then moved to room across the hall for use with dr. (B)(6). Unplugged and replunged into the new room, in that time the battery was no longer showing as being plugged in. They tried multiple outlets and hard restarts to no avail. They are looking for a resolution as soon as possible, but likely will bail on current case. Likely need a fuse replacement.